Event description:
The ventilator was continuously alarming and the volume indicator would go to the top. The ventilator was alarming with "contact service." The pt indicated to the respiratory therapist that pt was feeling a little short of breath, but the pt's saturations were ok. The therapist changed both the exhalation and intake filters with no changes noted. The therapist changed out ventilator and the pt stated pt felt better; saturations good.